Event description:
It was reported the fluid warming device was leaking from the reservoir. There was no additional information provided.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a noisy pump, cracked enclosure and tank cover. Worn plate clip. Functional testing found the device is leaking from the cracked enclosure. The root cause of the reported issue was found to be customer wear and tear from use of the drain tube. Replaced the pump, enclosure, tank cover, and plate clip. Device passed all functional testing.